Event description:
It was reported that, during an arthroscopy, after t1 of the fast fix 360 was implanted, t2 was deployed simultaneously. Surgery was resumed using a back-up device instead, it is unknown if there was any delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h2: additional information: a1, b5, e1 and h6: health effect - impact code. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An evaluation of the customer provided image shows the needle end of the device laying on a s+n box with the batch number of the complaint on the label. The t1/t2/suture are missing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during an arthroscopy, after t1 of the fast fix 360 was implanted, t2 was deployed simultaneously, t1 was removed. Surgery was resumed using a back-up device instead, it is unknown if there was any delay. No further complications were reported.